Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. On the same day as onset of the event, the patient was treated with fortum injection (1 gram, once daily and route was not reported) and vancomycin injection (1 gram, intraperitoneal and after 4 days). Treatment was ongoing. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.